Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with a 6 mm, 23-inch teflon infusion set and changed the infusion site twice; the user entered three meal announcements and reported a blood glucose of 400 mg/dl that later decreased to 174 mg/dl, with no ketones reported. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and resolution with self-management. Investigation included complaint handling and product-use troubleshooting with education. Investigation of this case revealed that the cause of the reported hyperglycemia was unclear. It was concluded that no device malfunction was confirmed and that user monitoring and continued use after a site change and supply change were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.